Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced two early-morning low glucose events, with a nadir of 54 mg/dl, and self-treated with rapid-acting oral carbohydrates without loss of consciousness or seizure. Symptoms included hypoglycemia. Outcomes included self-management at home without hospitalization. Investigation included review of the patient¿s account and event details. Investigation of this case revealed that the cause of the hypoglycemia was unclear, with no device malfunction or component issue identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.